Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that one day post implant, this right atrial (ra) lead dislodged and as a result the ventricle oversensed the signals and paced inappropriately. The ra lead was repositioned successfully and remains implanted. To date, no additional adverse patient effects have been reported.